Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: "this lightcord remains on when disconnected from a scope. The adaptor is not attached to lightcord and the lightsource doesn¿t go in to standby. Swapped lightcord and it fixed problem. RMA 12116752" conclusion: reported failure mode could not be reproduced and probable root cause cannot be determined as no problems were found. Possible root causes include: 1) light source console was malfunctioning 2) faulty reed switch 3) damage/wear from repeated sterilization and/or end of service life the device manufacture date is not known the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a potential of a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of a thermal event.